Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. After the faradrive steerable sheath clear was transeptal and the dilator was removed, the hemostatic valve of the faradrive steerable sheath clear was leaking fluid and air was aspirated into the syringe. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The product is not expected to be returned due to contamination.